Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2020. A manufacturing record evaluation was performed for the finished device ppmdjp, z463h batch number, and no non-conformances were identified. H3 evaluation: an empty winding former, a paper lid and a detached needle of product code z463, lot number ppmdjp was received for analysis. During the visual inspection of the needle, the swage and attachment area were noted with marks (flat) that appear to be by use of surgical instrument. The strand was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the suture was detached from the needle. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? No further information is available. How many pull offs suture needle occurred during this single procedure? The sales rep reported 1 time. Procedure name and date? No further information is available. Event date? No further information is available. Was there any patient consequence or injury? There were no adverse consequences to the patient. What is the condition of the patient? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and suture was used. During the procedure, the suture detached from the needle while tying at dermostitch. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse patient consequences reported. Additional information was requested.